Event description:
It was reported the first cage was being inserted in the disc space and it broke on impaction. The surgeon removed the broken cage with a clamp. Upon attempting to implant a second cage, it also broke on impaction. No further info is available.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.